Event description:
A truwave vamp monitoring kit was used on a pt with a non-heparinized line. The directions for use indicate that the device is to be used for drawing and retention of heparinized blood from the catheter/cannula within the line, allowing undiluted blood samples to be drawn from an in-line sampling site. The hosp reported that blood was drawn and microemboli and clotting was observed. The pt was not getting circulation to the limb and an amputation was performed below the elbow. The hosp attributed the incident to clinical technique and not to the quality of the device. The hosp is now using heparinized flush solution.